Event description:
The reporter stated that the surgeon was advancing a 20.0 diopter silicone lens in an aq cartridge and the lens was not sliding well in the cartridge and the lens tore upon insertion. The surgeon removed the lens without enlarging the incision. The reporter stated it was due to the cartridges lubricity. This is one of three incidents that occurred to this patient. See manufacturer's report numbers 2023826-2007-01751 & 2023826-2007-01752 for the other incidents.

Manufacturer narrative:
The product pertaining to this claim was not returned for evaluation however; the lens was received and a visual inspection shows half of the lens optic and a haptic are torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector was not received for evaluation. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.